Manufacturer narrative:
(B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found a broken lanyard. A functional evaluation revealed a blade stall error. The complaint was confirmed and the root cause has been associated with a mechanical component failure.  A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Factors that could have contributed to the reported event include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or one or more of the motor phases shorting out.

Event description:
It was reported that, during a knee surgery, the "mdu powermax elite shaver" would not turn on. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported. Results of investigation have concluded the mdu functional evaluation revealed a blade stall error; therefore, makes it a reportable event.